Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified that it cycled power and the display was normal. The fse tested the iabp with a balloon and trainer for 2.5 hours and was unable to duplicate the reported failure. Non-critical code #16 was recorded in fault log. The fse verified that the unit calibrated and passed all functional and safety tests per factory specifications. The unit was tested with a balloon and trainer overnight. The fse later confirmed that the unit functioned normally without issue, returned the unit to the customer and cleared it for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown during an auto-fill. Another iabp was used in replacement of this unit and patient therapy was continued. It was later clarified that the screen went blank during an auto-fill. No patient harm or adverse event was reported.